Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: the display screen was normal. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the display screen could not be read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.